Event description:
It was reported that during a ptca treatment procedure involving a stenotic lesion in the middle portion of the rca, the maverick2 monorail balloon was suspected to have ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.